Manufacturer narrative:
Pump received with blank display due to broken solder joint. Unable to perform idle current test, run current test, self test, off no power test,error test, basic occlusion test, occlusion test,prime test, no delivery test, displacement test and verify off no power alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no power and has a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display did not return after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.